Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 05-mar-2025. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 25-feb-2025. [Additional information]: on 25-feb-2025, additional information was received. The information indicated that the target vessel of the angioplasty procedure was the ophthalmic segment of internal carotid artery. The target vessel was not excessively tortuous nor with acute bends. This was not an adapt (direct aspiration first pass technique) case. The patient was not negatively impacted and there was no clinically significant delay in the procedure. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The report will also include a correction to the primary UDI number. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 90 cm cerebase straight distal access (da) guide sheath was received contained in the decontamination pouch. Visual inspection was performed. The luer hub was found cracked at the fusion area. Fourier transform infrared spectroscopy (ftir): overall, infrared spectroscopy revealed that hub is made with polycarbonate-based material. Comparison test with control hub revealed that both components shared same chemical composition, no relevant differences were observed between hub components in ftir terms. The root cause for fracture condition cannot be ascertained by ftir terms. Manufacturing investigation: the catheter associated with the complaint was reviewed by the product engineering team (pet) and the process assurance laboratory (pal). The inspection confirmed that the luer hub was cracked near the thread proximal area. The potential causes of failure are improper drying of the material or the use of incorrect material. However, during the confirmation of manufacturing controls, it was verified that the correct material and drying time were properly documented on the device history record (DHR). Therefore, no additional actions are required in the manufacturing process. The residual risk for this failure mode is classified as bar (low). Following the manufacturing investigation and review of the relevant dhrs, it was confirmed that all manufacturing controls related to hub visual inspection were carried out. According to the risk assessment, the hub failure mode is effectively mitigated under the normal manufacturing process. The j&j medtech process includes mitigations for the identified failure mode, and no gaps in the manufacturing process were found. Risk documentation was reviewed to determine if there is a potential cause related to hub manipulation during the surgical procedure. According to the risk documentation hub damage is a potential failure that can occur during device handling when attaching the catheter to the rhv. This damage may lead to a surgical delay. Conclusion: the investigation confirmed that all process steps, material handling, machine setup, and inspection activities were carried out in accordance with approved procedures. Additionally, personnel involved with the affected lot were properly trained and certified. No deficiencies or deviations in the manufacturing process were identified. Based on the evidence gathered, it is concluded that the reported issue is not related to manufacturing. A review of manufacturing documentation associated with this lot (31377542) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Corrected section: d.4: primary UDI number. Updated sections: b.4, d.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone:(B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The product analysis team reviewed the photo included in the complaint. The review is documented below. [Photo review]: the photo included in the complaint shows the proximal end of the cerebase was shown, and the luer hub can be seen cracked; the rest of the device is not shown in the photos; therefore, no other damages can be observed. A review of manufacturing documentation associated with this lot (31377542) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. The issue reported regarding the luer hub being broken was confirmed based on the damaged condition of the luer hub observed in the photo provided. This investigation was performed based only on the photo provided, if the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an angioplasty procedure, the 90 cm cerebase straight distal access (da) guide sheath (gs9090sd / 31377542) was inspected and found to be in good condition. However, during the process of creating access, the luer hub was connected to the extension hemostatic valve, the physician noted that there was blood oozing at the luer hub. The physician inspected the luer hub and found that it was cracked. A photo of the device was included in the complaint. The physician retracted the device and replaced with another device (competitor brand) to complete the procedure. There was no report of any negative patient impact. The photo will be reviewed by the product analysis team.